Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded low out of range shock impedance measurement, measuring less than 20 ohms. Additionally, noise was also recorded in (B)(6) 2021, the noise was not consistent with myopotentials. Data analysis was performed and boston scientific technical services recommended additional troubleshooting and discussed that the shock lead needs to be assessed and repaired or replaced. No adverse patient effects were reported. This device and non boston scientific lead remain in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).